Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2015 by the american journal of sports medicine ¿autograft versus allograft anterior cruciate ligament reconstruction: a prospective, randomized clinical study with a minimum 10-year follow-up.¿ the study reviewed 99 patients and identified acl/pcl instability with interference and tenodesis screws in 17 patients during the 10-year follow-up period. It was identified that the 17 patients required revision reconstruction. Ref: bottoni cr, smith el, shaha j, et al. Autograft versus allograft anterior cruciate ligament reconstruction: a prospective, randomized clinical study with a minimum 10-year follow-up. Am j sports med. Oct 2015;43(10):2501-9. Doi:10.1177/0363546515596406.